Event description:
It was reported during preventative maintenance the footswitch hoovers at 60rpms without the footswitch being pressed. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was reviewed and found the customer's complaint was confirmed. The unit's push button was stuck/ broken and the seal was torn. Both items were replaced. The item was tested and passed all manufacturing specifications.